Event description:
It was reported that severe anterior capsule phimosis occurred approximately 5 weeks post lens implant. The patient underwent a yag. The patient's current prognosis is reported as excellent; doing well. This event pertains to the patient's left eye.

Manufacturer narrative:
The surgeon indicated that in his opinion the event is related to the iol being hydrophilic. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.